Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this annuloplasty ring and artificial chords to correct for a prolapsing posterior mitral valve leaflet, this device was explanted and replaced with a bioprosthetic valve when a post-implant transesophageal echocardiogram (tee) showed "significant central mitral regurgitation about moderate in severity. This was felt to be "an unsatisfactory mitral repair." No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.